Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited lead noise. No changes or interventions were reported. There were no patient consequences.

Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.